Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in a car accident on 07/25/2014 while driving with a low blood glucose level of 30 mg/dl. The customer blacked out while driving. The customer was hospitalized and in rehab for four and a half months. The device was not returned.